Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: on (B)(6) 2014, the patient awoke with vomiting. Two hours later, patient was still vomiting and tore out the infusion site. Reporter did not see if the cannula was bent, but inserted a new set. Reporter then bolused patient but the blood glucose (bg) did not come down. Reporter cannot remember the bg value. Patient was admitted to hospital that day with a diagnosis of diabetic ketoacidosis and a bg of 930 mg/dl. Pump was discontinued and patient was treated with IV saline and insulin drip. Bg was 185 mg/dl at noon on (B)(6) 2014 and pump was resumed. One hour later, bg was up to 485 mg/dl, and two hours after that the bg was still over 400 mg/dl, with no symptoms. Customer support (cs) review of the pump found: no alarms in alarm history. Bolus history showed no boluses given on (B)(6) and gaps of several days between boluses. No issues found with pump and cs recommended the patient change site/set for any unexplained bg excursion and follow-up with the health care professional. Patient is currently on lantus and is to resume pump on (B)(6) 2014. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the black box and bolus histories verified that there were no boluses performed on (B)(6)2014 and (B)(6) 2014. A 24 hour test was successfully completed and there were no issues with the rewind, load, and prime steps. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The prime history showed all prime values at cartridge changes under 3 units. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.